Event description:
On 02/05/03, k.m.I. Was notified of the explant of a subtalar mba orthopedic foot implant from a patient when it was determined that the patient was not walking correctly seven months after the initial implant date.